Manufacturer narrative:
(B)(4). Lot number not provided, UDI not provided, re-processing information not provided, device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a total vaginal hysterectomy; mccall culdoplasty to correct enterocele; high uterosacral ligament colposuspension; anterior colporrhaphy; placement of uretex suburethral sling; cystoscopy; posterior colpoperineorrhaphy; anal sphincteroplasty; right ureteroscopy and placement of right ureteral stent. The preoperative diagnosis was symptomatic ureterovaginal prolapse, stress urinary incontinence with hypermobile urethra, and fecal incontinence with torn anal sphincter. The post-operative diagnosis was symptomatic ureterovaginal prolapse, stress urinary incontinence with hypermobile urethra, fecal incontinence with torn anal sphincter, and right distal ureteric obstruction secondary to urolithiasis (kidney stone). Another surgery was performed on (B)(6) 2006. The procedure performed was a cystoscopy, right retrograde pyelogram, right ureteroscopy, right laser lithotripsy of 1cm right distal ureteral stone, and right double-j stent with string. A sof-flex multi-length urethral stent set, reference#039600 and lot#u1524622, was implanted, . The preoperative and postoperative diagnosis was a right ureteral stone.